Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an image flickering/flashes, component of universal cord is broken. The issue identified during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h3, h4, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component of universal cord is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the investigation found a flickering image due to a poor component of universal cord. Additionally, component of universal cord was broken due to a component failure in the universal cable. The most probable cause of the complaint was a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.